Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. The reported patient effect of hypertension, heart failure and cardiac arrhythmias as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause of the reported hypertension, heart failure and ECG changes could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: a case of takayasu arteritis with giant negative t-wave newly appearing after mitra clip.

Event description:
This is filed to report heart failure. This case report discussed takotsubo cardiomyopathy as a possible early complication after a mitrclip procedure. The following occurred post mitraclip implantation, serum bnp level rose from 900 to 1700pg/ml and blood pressure became unstable. Wall motion abnormality in apex appeared four days after the procedure and giant negative t-wave on follow up electrocardiogram. The study concluded that takotsubo cardiomyopathy is a possible early complication after the mitraclip procedure. Details are listed in the attached abstract (article), titled ¿a case of takayasu arteritis with giant negative t-wave newly appearing after mitra clip.¿